Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a procedure to revise this patient's atrial lead, this right ventricular lead sustained lead body damage and was removed from service. No additional adverse patient effects were reported.